Manufacturer narrative:
Batch review performed on 09-aug-2024 lot 2007316: (B)(4) items manufactured and released on 05-oct-2020. Expiration date: 2025-09-24. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Additional info involved, batch review performed on 09-aug-2024 gmk-sphere 02.12.0023r femoral component sphere cemented size 3+ r (k140826) lot 2003249: (B)(4) items manufactured and released on 15-jul-2020. Expiration date: 2025-jul-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 3 years and 7 months after primary, the patient has been revised due to femoral and tibial tray mobilization. All implants revised successfully to competitor's system.